Manufacturer narrative:
Journal article received indicating possible adverse events. It cannot be determined if the complaints and mdrs had already been filed on the reported cases based on the limited information provided. If additional information is received a follow-up report will be sent. File 1 of 3.

Event description:
The journal article identifies a patient required a revision surgery due to large swelling, severe pain, and dysfunction.